Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported low flow event could not be confirmed as log files covering the reported event date were not available for analysis. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a low flow alarm with no treatment or intervention performed. It was also reported that the vad exhibited another low flow alarm one month later that was not heard by the patient or his family. There was no significant change in the trend and it was confirmed that the patient's vad flow rate decreased in the morning. The vad remains in use. No patient complications have been reported as a result of this event.